Event description:
This report is to advise of an even observed during analysis

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure analysis observed during analysis. Final analysis found the partial connector end of the lead was returned. An insulation abrasion was noted at 14.3 cm to 14.5 cm from connector pin. The abrasions are indicative of exposure to constant friction with another implantable device.